Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown surgery on (B)(6) 2017, the needle was detached from the suture during interrupted suturing. It was not a control release needle. There were no adverse consequences to the patient. No further information has been provided.